Event description:
Covidien ligasure impact (13.5 x 18 cm) blade would not retract back into the device shaft. No associated injury to the pt was noted. Use approx 5 mins. Reason for use: vaginal hysterectomy.